Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving fentanyl (26.6 mg/ml, 8.255 mg/day), marcaine (0.9 mg/ml, 0.27930 mg/day) and compounded baclofen (1 mcg/ml, 0.03103 mcg/day) via an implantable pump for chronic pain. It was reported the patient's pump began stalling on (B)(6) 2020 at 12:59 pm and recovered on (B)(6) 2020 at 8:25 pm. Stalled on (B)(6) 2020 at 4:07 pm, stopped pump duration exceeded 48 hours message on (B)(6) 2020 at 4:07 pm and recovered on (B)(6) 2020 at 10:46 pm. Stalled on (B)(6) 2020 at 10:18 am, stopped pump duration exceeded 48 hours message on (B)(6) 2020 at 10:18 am, recovered on (B)(6) 2020 at 4:25 am. The pump stalled and recovered one more time. The pump was replaced on (B)(6) 2020. The issue was resolved.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.